Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157858, m2a-magnum pf cup 58odx52id, 199080, 12-103209, taperloc por red/dist 17.5x155, 645740, 139266, m2a-magnum 52-60mm tpr insrt-3, 092710. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip has been revised ten years post-implantation due to pain and metallosis. Inflammatory debris and tissue staining from metallosis were found. The head was revised to an active articulation system. Attempts have been made and additional information on the reported event is unavailable.